Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 49 mg/dl. The customer stated that they had a symptom of low blood glucose. The customer stated that the blood glucose was running around from 65 mg/dl to 75 mg/dl then the blood glucose went up to 315 mg/dl. The customer stated that they had bent cannula. The customer was advised how to prevent bent cannula. The insulin pump will not be returned for analysis.